Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. (B)(4). Concomitant medical products: item # 010000859, liner, lot # 3273255, item # 650-1057, head, lot # 476770, item # 51-107120, stem, lot # 3234999, item # 650-1064, taper sleeve, lot # 341280. Reported event was confirmed by review of medical records and radiographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-09017, 0001825034-2018-05589.

Event description:
It was reported a patient underwent initial total hip arthroplasty. Patient presented with intermittent thigh pain approximately one year post-op. Patient was diagnosed for iliopsoas tendinitis, which was treated with an injection. Follow-up x-rays noted radiolucency around the stem. Subsequently, patient was revised due to aseptic loosening. Attempts have been made, and no further information is available.